Event description:
Philips received a complaint on the v60 ventilator indicating that the device failed the airflow. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The device failed the airflow test. Good faith efforts (gfes) are being completed to confirm that this happened during the performance verification test (pvt). Onsite service is pending the customer acceptance or rejection of a quote. The investigation is ongoing.

Manufacturer narrative:
Information was received that the reported issue occurred during performance verification test (pvt). Therefore, this medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.